Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain this information. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for phantom limb pain and spinal pain reported via the manufacturer&#38112;representative (rep) there was an infection at the area of the leads. It was noted the infection wasn&#38176;confirmed. As a result either a partial or full system explant occurred. Unrelated nausea/diarrhea since revision event captured in (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.